Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 550 mg/dl, 76 mg/dl and 450 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated themselves by changing the set and gave some sugar for ketones. The customer reported nausea and headache as a symptom related to high blood glucose level. The customer alleged the insulin pump for under delivery and stated that she had deleted all the other variants. The customer reported that there was an air bubble in the reservoir and they changed it. The customer performed auto check and the insulin pump had a hardware low level failure error. The insulin pump will be returned for analysis.